Event description:
It is reported that the articular surface would not lock in properly. Another articular surface was used to complete the surgery.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.